Event description:
Olympus was informed that the user facility was not reprocessing their endoscopes in accordance with the directions for use. No pre-cleaning, and manual cleaning was performed after each procedures, and the internal channel of the endoscope was not being brushed prior to placing the endoscope in the automated endoscope reprocessor. There was no pt infection or cross contamination reported.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. An olympus endoscopy support specialist (ess) has visited the user facility to observe their reprocessing practices, and found that the staff was not performing a leak test on their endoscopes, as they do not have a leak tester. The staff was not manually cleaning the endoscopes, as they do not have any enzymatic detergent. There was no cleaning adapters and cleaning brushes. The ess had provided the staff a list of items that are immediately needed to reprocess the endoscopes appropriately, and has offered additional reprocessing training to the staff. This report will be updated if additional and relevant info is received later.